Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The pump had a scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump.